Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep repaired a short-circuited wire. The system was tested and operates as intended.

Event description:
The customer reported that the stenoscop system would shut itself down. No pt injury was reported.